Event description:
It was reported that patient had right knee revised.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.